Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5054 implantable pacing lead, (B)(6) 2012. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance values as well as noise, high thresholds, and loss of capture. An apparent lead fracture was observed on chest x-ray. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.